Event description:
It was reported that in the pt room, a few days after the catheter was indwelled in the subclavian vein, the catheter became blocked. The catheter was removed and during removal the catheter was separated about 8cm from the distal tip. There is no catheter remaining in the pt. The tip will not be returned since it will be tested for infection in the hospital. The catheter was not replaced with a new one since the pt did not need treatment anymore.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.